Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the right ventricular lead couldn¿t go through the introducer for an unknown reason. Physician believed that the lead was rough and not suitable for operation. The lead was not used and was replaced with a competitor. The patient was stable throughout the event.

Manufacturer narrative:
The reported event of lead would not go through the introducer was not confirmed in the laboratory. Analysis was normal. No anomalies were found.